Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed but could not be identified. The information regarding reprocessing steps from the user was not provided. It is possible that an anti-forming agent including simethicone remained which is not recommended by olympus as there is a risk that simethicone remains even by proper reprocessing. The root cause of the suggested event of plastic distal end cover burnt could not be determined. The suggested event of foreign material is detectable and preventable by handling the device following the instructions for use (IFU). Reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories), precleaning the endoscope and accessories, manually cleaning the endoscope and accessories. Operation manual_ insertion_ air/water feeding and suction_ air/water feeding warning: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Users may be able to detect the event of plastic distal end cover burnt by handling the device in accordance with the following IFU. Operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material inside the air/water tube and air/water cylinder. In addition, there was a burn on the plastic distal end cover. There were no reports of patient involvement.